Event description:
The home patient (hp) reported experiencing shoulder pain, similar to excessive air, while using the homechoice cycler for apd therapy. Hp reported that hp continued to feel shoulder pain for the next week and subsequently requested a replacement homechoice cycler. Hp relates that hp does not have a last fill volume programmed on the homechoice cycler and has no fluid in the hp's peritoneum at the start of the hp's apd therapy at night. According to both the hp and hp's healthcare professional, there was no patient injury or medical intervention.